Event description:
PICC 1.2 fr. Not flushing; PICC was in place, secure and no kink noted, and no blood back up noted. No occlusion alarm from baxter pump and IV was infusing well. Baxter pump out of calibration. Ail is the air in line sensor and also the occlusion sensor. May have contributed to PICC line clotting. No harm to pts.

Event description:
PICC 1.2 fr. Not flushing; PICC was in place, secure and no kink noted, and no blood back up noted. No occlusion alarm from baxter pump and IV was infusing well. Baxter pump out of calibration. Ail is the air in line sensor and also the occlusion sensor. May have contributed to PICC line clotting. No harm to pts.

Event description:
PICC 1.2 fr. Not flushing; PICC was in place, secure and no kink noted, and no blood back up noted. No occlusion alarm from baxter pump and IV was infusing well. Baxter pump out of calibration. Ail is the air in line sensor and also the occlusion sensor. May have contributed to PICC line clotting. No harm to pts. Date of event: (B)(6) 2010.